Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation was not confirmed. A guidewire was passed through the lead with no issues noted. Further, a blood or body fluid was noted in the lumen.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not implanted successfully. The physician was unable to manipulate the whisper wire within the lead and felt it was tighten. The same experience was noted with the second whisper view wire. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.